Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch # e22100010. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60w reload was received unfired with primary packaging opened. The packaging was inspected and no defects were found on the package. Intact seal marks could be observed from the packaging. Additionally, photo was provided and it showed the same condition with the received reload and packaging. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no defect was found one the returned packaging and the seal marks could be observed. Device history review: a manufacturing record evaluation was performed for the device batch e22100010, there's package damage nr happened but shall not impacted this complaint, detail refer to below rational. Fg date of mfg:2022-10-17;fg expiration date: 2025-10-16. Rational: the complained batch is e22100010 (product code: cecr60w) which happened package damage nr-0186554 which was caused by shipper dropping in unloading process at sterilization supplier jpy, and the impacted cartridge batches are e22100010&e22100009. Both impacted batches were reworked according to protocol (B)(4) : all the cartons were visually checked, if any damage with carton all the cartridges with primary packaging inside that carton will be 100% inspected. The rework results for e22100010 are that. 30 ea cartons were damaged, and no primary packaging damage was identified, and all the damaged cartons/shippers were replaced with new ones. Details refer to rework report 101026727. The packaging design and packaging material were qualified, details refer to transition test protocol and report: (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4: batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows an opened package with no apparent damage and due to the quality of the photo it cannot be determined the cause of the reported event. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. The manufacturing record evaluation was performed for the device batch number e22100010 and identified a [nr-0186554] related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. Date of mfg: oct/17/2022. Expiration date: oct/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, open the packing and noted the inner packing(sterile packing)was unsealed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.